Manufacturer narrative:
Correction: device serial number and manufacturing date now provided.

Manufacturer narrative:
No patient involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that a system used for educational, non-clinical purposes only, became unresponsive while adjusting the screw size and navigating the passive planar probe. Error "an internal error has occurred and the application must restart" code 64, displayed. Rebooting resolved the issue. No patient involvement.